Event description:
It was reported that the urine output was inaccurate in the sensica device. Per additional information on work order received on 14feb2022, sensica device was being used on patient with no reported injury, and patient was able to continue using the device. After the nurse observed the uptick, the nurse subtracted the urine volume because it was not actually urine output and then continued with the case. When the bd personnel spoke to the nurse, they said that everything was recording fine at that time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed. Per additional information received on 14feb2022, sensica device was being used on patient with no injury reported, and was able to continue using device. After the nurse observed the uptick, the nurse subtracted the urine volume because it was not actually urine output and then continued the case. The device history record review was not performed. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine output was inaccurate in the sensica device. Per additional information on work order received on 14feb2022, sensica device was being used on patient with no reported injury, and patient was able to continue using the device. After the nurse observed the uptick, the nurse subtracted the urine volume because it was not actually urine output and then continued with the case. When the bd personnel spoke to the nurse, they said that everything was recording fine at that time.